Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system test (active exhalation verification: s(+) p(+): pilot: ). The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issue. Fco86600081 follow-up repair to be handled by a philips authorized service provider.